Event description:
Healthcare professional reported "breast asymmetry after reconstruction" and "any creases". Healthcare professional later reported via device tracking capsular contracture, baker grade unknown. This is the right side. Device is explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Device evaluation: based on the device analysis grid, the assessments of the complaint are: unsatisfactory result: unable to confirm as it is a medical event not related to the device. Crease fold observed. Additional observations: deformation observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: unsatisfactory result: unable to observe. Crease/folding of implant: observe crease fold on the device. Capsular contracture: unable to observe. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h6, h11.

Event description:
Healthcare professional reported "breast asymmetry after reconstruction" and "any creases". Healthcare professional later reported via device tracking capsular contracture, baker grade unknown. This is the right side. Device is explanted.